Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer noted that the patient had an ocular stroke and was blind in one eye. The patient did not know what led to it, she woke up in the morning and she could not see. The patient did a study on 2015 (B)(6) where the events were first noted. The indication for use is essential tremor. No further information was provided.

Event description:
It was reported that the patient had a stroke approximately one year prior ((B)(6) 2014). No interventions, diagnostics, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v255260, implanted: 2009 (B)(6); product type lead. (B)(4).